Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest contrast-enhanced CT revealed approximately 100 ml hematoma in the atrioventricular groove which could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards japanese affiliate, during a transfemoral tavr procedure, a 16 mm ew balloon aortic valvuloplasty (bav) balloon could not pass through the annulus, so a 16 mm trival balloon was used for bav. The abdominal aorta was tortuous, and the ascending aorta was curved and horizontal, requiring insertion of a lunderquist wire from the lateral side into the left ventricle (lv). After that, another bav was performed with a 20 mm ew balloon. A 26 mm sapien 3 ultra resilia (s3ur) valve was deployed with 3 ml less than the nominal volume, and post-dilation was performed at 2 ml below the nominal volume. There was no paravalvular leak (pvl) and no pressure gradient following deployment. After the tavr procedure, there appeared to be blood flow from the lv to the right ventricle (rv) on tte, raising suspicion of a perforation. Contrast-enhanced CT revealed approximately 100 ml hematoma in the atrioventricular groove. It was unclear whether active bleeding was present. Since the patient is a jehovah's witness, observation was chosen. Per additional information, afterwards, the patient developed heart block, requiring implantation of a permanent pacemaker. The patient condition was subsequently stable. Any further information could not be obtained.